Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a trial patient. Patient reported they were very sick the night prior to the report and was up all night in excruciating pain. Consumer went to their clinician¿s office and they could not run a test for a uti as they could not go to the bathroom. A bladder scan was reportedly done and the patient was retaining 7 oz. No further complications reported/anticipated.